Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information stating that the customer's fill estimate was inaccurate. The impact to the customer is unknown.